Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 1); the patient's attorney made no allegation related to the bard/davol ventralight st the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch (device 1). On (B)(6) 2012 - the patient underwent surgery with implant of an unspecified bard/davol ventralight st mesh. The patient's attorney alleges an unspecified adverse patient outcome related to the composix kugel (device 1). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch (device 1). (B)(6) 2012 - the patient underwent surgery with implant of an unspecified bard/davol ventralight st mesh. The patient's attorney alleges an unspecified adverse patient outcome related to the composix kugel (device 1). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with large abdominal wall incisional hernia and partial bowel obstruction thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿a very large abdominal wall hernia was identified and all adhesions were taken down. A composix kugel mesh (device #1) was placed and secured by sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with removal of composix kugel mesh (device #1) and implant of ventralight st (device #2). Per operative notes, ¿identified scar tissue and a composix kugel mesh (device #1) crumbled and folded on itself. Omental adhesions were taken down and a composix kugel mesh (device #1) was removed. Then a ventralight st (device #2) was placed and secured by sutures.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence, ring break, mass of fatty scar tissue, mesh required separation from the small bowel, colon, and a few other locations.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol composix kugel (device 1); the patient's attorney made no allegation related to the bard/davol ventralight st. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of composix kugel mesh, patient was diagnosed with adhesion, necrosis, hernia recurrence and pain thereby underwent repair with removal of mesh. Per op notes, "composix kugel mesh crumbled and folded on itself." The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. Note, the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Updated fields: a2, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10 note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.